Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem. A visual inspection of the packaging found the inner clamshell with a small crack and the outer pouch packaging with puncture holes, resulting in compromise to product sterility. This failure mode remains under investigation. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that the package containing this sterile disposable suture hook was found punctured, compromising the sterility of the device. It was reported that this device was not used and ino injury or surgical delay resulted from this event.